Manufacturer narrative:
The device was received with both seals broken but in good condition with no appearing damaged. The history report showed motor rate error. The device was tested using the occlusion test. Testing replicated motor rate error was found during occlusion test. The issue was a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was normal wear, m54680 was manufactured in 2008. The tech replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.